Manufacturer narrative:
The event of system explant was reported to abbott. The leads were explanted due to lead migration that occurred for a second time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04020. It was reported that the patient had experienced a drg double lead migration. Both of the patient's leads had migrated back to the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's drg system was explanted.